Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer discovered questionable po2 results when the results were compared to cobas b123 analyzer serial number (B)(4). The samples were collected from patients after a breath therapy. Data was provided for three patient samples. Refer to the attachment to the medwatch for all data. Information concerning which results were reported outside the lab was requested, but it was unknown. There was no death, injury, or admission to a medical facility. The lot number for the cobas b123 sensor cartridge was 21542883. The expiration date was requested, but was not provided.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The field service representative performed additional comparisons on both instruments with the same syringe. These measurements showed only moderate differences between the results. It was determined the instrument performed as expected. A pre-analytic issue was possible as the po2 value can increase within a couple of minutes and rolling of the syringe between the hands of the operator can improve the oxygen transfer within the sample and form foam.